Manufacturer narrative:
This report is submitted on december 04, 2023.

Event description:
Per the clinic, the patient underwent a revision surgery under general anesthesia on (B)(6) 2023 in order to reposition the device due to migration of electrodes. However, the issue could not be resolved. The device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery.